Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the lead of this neurostimulator was fractured during an unrelated procedure for sacroiliac fusion. Following the fracture, the lead exhibited open impedances. A surgical procedure was later performed during which time the lead was explanted but not replaced due to the patient's previous surgeries limiting placement options. The implantable neurostimulator was left in place as there were no suspected issues with the device. The physician plans to implant a new lead on a future date. No patient complications were reported. The patient was unable to undergo MRI due to the neurostimulator in place. The lead removal was attributed to lead migration. The patient had a new lead placed. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 h6 device codes corrected.

Event description:
It was reported that the lead of this neurostimulator was fractured during an unrelated procedure for sacroiliac fusion. Following the fracture, the lead exhibited open impedances. A surgical procedure was later performed during which time the lead was explanted but not replaced due to the patient's previous surgeries limiting placement options. The implantable neurostimulator was left in place as there were no suspected issues with the device. The physician plans to implant a new lead on a future date. No patient complications were reported. The patient was unable to undergo MRI due to the neurostimulator in place. The lead removal was attributed to lead migration due to multiple previous back surgeries. There were no patient complications. It was further reported that the patient has no lead in place and the physician plans to implant a new lead on a future date.

Manufacturer narrative:
B3 date of event unknown, used the first day of the aware month. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that this lead was fractured during an unrelated procedure for sacroiliac fusion. Following fracture, the lead exhibited open impedances. A surgical procedure was later performed during which time the lead was explanted but not replaced due to the patient's previous surgeries limiting placement options. The implantable neurostimulator was left in place as there were no suspected issues with the device. The physician plans to implant a new lead on a future date. No patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6) model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "device explantation" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the lead of this neurostimulator was fractured during an unrelated procedure for sacroiliac fusion. Following the fracture, the lead exhibited open impedances. A surgical procedure was later performed during which time the lead was explanted but not replaced due to the patient's previous surgeries limiting placement options. The implantable neurostimulator was left in place as there were no suspected issues with the device. The physician plans to implant a new lead on a future date. No patient complications were reported. The patient was unable to undergo MRI due to the neurostimulator in place. The lead removal was attributed to lead migration due to multiple previous back surgeries. There were no patient complications. It was further reported that the patient has no lead in place and the physician plans to implant a new lead on a future date.

Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 h6 device codes corrected.

Event description:
It was reported that the lead of this neurostimulator was fractured during an unrelated procedure for sacroiliac fusion. Following the fracture, the lead exhibited open impedances. A surgical procedure was later performed during which time the lead was explanted but not replaced due to the patient's previous surgeries limiting placement options. The implantable neurostimulator was left in place as there were no suspected issues with the device. The physician plans to implant a new lead on a future date. No patient complications were reported. The patient was unable to undergo MRI due to the neurostimulator in place. The lead removal was attributed to lead migration. The patient had a new lead placed. There were no patient complications.